Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 460 mg/dl; treated with insulin pump and manual insulin injection. It was stated that the customer lost the serter and has been inserting the infusion set manually and believes that is the reason for high blood glucose. Customer and device were not available to troubleshoot at the time. Current blood glucose is 383 mg/dl. Nothing further reported.